Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump alarmed for hardware low level failure and for twice, power error detected. Customer¿s blood glucose was unknown at time of incident. Customer reported that they got alarm for replace battery now with low battery alert. Customer performed self test and passed. Customer performed troubleshoot but insulin pump alarmed again for replace battery, insert battery, and low reservoir, power error and insulin pump error. Insulin pump will not be return for analysis.